Event description:
It was reported that the proteus xr/a tabletop was moving freely on two axes during use. There was no injury reported. The concern is for a serious injury if a pt were to become unsteady and fall as a result of bidirectional free motion of the table.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system and found that an intravenous tube cap wedged between the switch actuator and actuator support of the foot pedal that prevented activation of the table locks, thereby causing bidirectional motion of the tabletop. The fe removed the cap and verified table lock functionality.